Manufacturer narrative:
Eval confirmed there was a blood spill. The blood spill caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine experienced a blood spill. No injury or reaction was reported.